Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 15.5 cm from the distal tip. The appearance of the catheter is consistent with a rupture caused by over-pressurization as a result of an undetected kink or other obstruction within the catheter. Results: catheter rupture. (B)(4).

Event description:
Treatment of an arteriovenous malformation (avm). It was reported that the catheter ruptured during the contrast injection. No patient injury reported.